Event description:
It was reported that a pump alarmed for air in line during upsream occlusion testing. The customer stated that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. During eval, reported symptom could not be reproduced. Further evan found cracks on the upstream sensor flex causing low upstream sensor readings. With low ultrasonic readings it would make the pump more sensitive to air and upstream occlusion alarms causing the reported symptom. Additionally, review of the history log shows an "air-in-line" alarm occurring during the upstream occlusion test. The upstream sensor will be replaced.